Event description:
Allegedly surgeon suspected loose cup. The neck taper was scratched during the removal process; therefore, requiring the removal of the neck. The neck would not come away from the stem, which was very well fixed. Thus the entire construct needed to be removed, requiring a large femoral osteotomy.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. Event device code is addressed in package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2009-00221, 00222. This event took place in another country.